Manufacturer narrative:
It was reported that the patient experienced pain and limited function post operatively. It was reported that an x-ray indicated tibial loosening and dislocation. A revision to an alternate knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient experienced pain and limited function post operatively. It was reported that an x-ray indicated tibial loosening and dislocation. A revision to an alternate knee implant system occurred.